Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of two reloads. Visual inspection of the first reloaded noted the reload was partially fired to the 5cm cut line. Microscopic evaluation noted that the first reload had damage to the cutting edge of the knife blade. One back extruded staple was observed embedded in the pushers on the clamping surface of the first staple cartridge. Visual inspection of the second reloaded noted the reload was partially fired to the 4cm cut line. Functionally the reloads were loaded into a pmv instrument, the interlocks were over ridden, and the reloads were applied to test media with proper staple placement and media transection. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. Replication of the back extruded staples may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Replication of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the loading unit will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection, and prevent patient harm. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic procedure the device was unable to fire and the jaws of the device locked on the tissue. The instrument was removed by pressing the silver button to open the jaws. No information was provided regarding patient outcome or current patient status. The device is expected to be returned for evaluation.